Event description:
It was reported that the tip of the catheter broke off and was left in the patient. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The vessels were heavily calcified, and the iliac bifurcation was steep. A 2.4 mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. While attempting to remove the catheter (in rex mode) the tip of the catheter broke off. There were no attempts to remove the device fragment as no snare was available, so it was left in the patient. The tip of the jetstream went into a collateral vessel and was not flow-limiting, so unless it becomes an issue, there is no plan to remove the device fragment in the future. The procedure was completed with no patient complications, and the patient is doing well.

Manufacturer narrative:
Field updated in first supplemental report: h6- impact code corrected to serious injury. Device evaluation by MFR.: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination of the device revealed that that the tip with the blades is missing. There are multiple kinks along the distal section of the sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the reported separation.

Event description:
It was reported that the tip of the catheter broke off and was left in the patient. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The vessels were heavily calcified, and the iliac bifurcation was steep. A 2.4 mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. While attempting to remove the catheter (in rex mode) the tip of the catheter broke off. There were no attempts to remove the device fragment as no snare was available, so it was left in the patient. The tip of the jetstream went into a collateral vessel and was not flow-limiting, so unless it becomes an issue, there is no plan to remove the device fragment in the future. The procedure was completed with no patient complications, and the patient is doing well.